Manufacturer narrative:
(B)(4). The customer reported unable to duplicate the reported condition. The customer performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while in use on a patient, an 840 ventilator went inoperable and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.